Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has not been able to connect to the ins to charge with the insr for the last month and a half. No symptoms or complications were reported.